Event description:
Positive thcg results for two pt samples were reported to the physician. The results were questioned by the physician and the samples were repeated on a different instrument. The results were both negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant was due to a faulty bleach valve. The valves were replaced and the instrument is performing within specs. No further eval of the device is required. The instrument is performing within specs.